Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have a method of backup insulin therapy and no additional information was provided by the customer. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.